Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Other person reported via phone call that customer was admitted to hospital on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer woke up and had blood glucose level of 125 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that auto mode feature was not active at the time of incident. Customer experienced extreme pain or cramps and vomiting at the time of incident. Customer was treated with intravenous insulin drip and insulin pump. The insulin pump will not be returned for analysis.